Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the battery compartment(damaged) found on april 22, 2021. Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, cracked case on the battery tube side, cracked case reservoir tube side, partially broken retainer ring, and missing serial number label. Cosmetic damage was confirmed where missing serial number label, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.